Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced bradycardia, shortness of breath, and other unspecified health issues. The patient was airlifted to the hospital for emergency initial implant procedure with do not resuscitate and do not intubate. During surgery, after leads were placed in the heart and tested through the pacing system analyzer, the patient¿s health deteriorated suddenly and the procedure was aborted. The patient expired. There is no allegation from a health professional that the death was related to the device.